Event description:
It was reported that a user applied a new dexcom g7 sensor that paired to the dexcom app but was not paired to the ilet; the user had not yet started the sensor on the ilet, and support assisted with entering the g7 pairing code and initiating pairing on the ilet. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and user education to start the sensor on the ilet and enter the correct pairing code. Investigation of this case revealed user setup error leading to failure to pair the correct sensor type with the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.